Manufacturer narrative:
The field service engineer (fse) inspected the instrument and noted the high-end ultrasonics was at 213 vac (specifications is 197 vac). The fse also noted the aspirate probes were in poor condition and replaced the probes. The fse also replaced a worn mixing belt and adjusted the mixing speed. The fse completed a passing calibration, quality control, and precision test. The fse performed a passing system check and high sensitivity system check. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the incident is attributed to the aspirate probes and mixing belt. Beckman coulter continues to track and trend any incident related to this issue.

Event description:
The customer reported falsely elevated troponin I (access accutni+3) results, for three patients, involving the unicel dxc 600i synchron access clinical system. The elevated results were released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The patients' samples were retested on an alternate unicel dxc 600i system and produced lower results, within the normal reference range of the assay. The customer stated the laboratory's normal reference range is 0.02-0.05 ng/ml. The customer indicated quality control (qc) and calibration failed on the day of the event. The customer stated, per laboratory protocol, it is acceptable to analyze samples if at least two qc levels are within range. System check was within specifications. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.